Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the rep that both of the hp052 devices emitted a solid tone and were not working properly. A hp050 was used to complete the case. There was no consequence to the patient.